Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a filling that chipped and will need to get it fixed. Patient is at end of treatment, gathering and requesting additional information.